Manufacturer narrative:
Future complaints will continue to be monitored for trends.

Event description:
It was reported that the bed exit did not alarm and a patient fell as a result. The patient broke their nose, had two tooth knocked out, and experienced a lip laceration as a result of the fall.

Event description:
It was reported that the bed exit did not alarm and a patient fell as a result. The patient broke their nose and had a tooth knocked out as a result of the fall.